Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The test reservoir volume matches the units remaining in the status screen. The pump communicated properly with the test blood glucose meter. The test value on the meter was properly displayed on the pump screen. The pump also communicated properly with the glucose sensor simulator and the minilink transmitter. The test value was properly displayed in the sensor graph screen. There was no sensor anomaly noted. No damage noted on the lcd glass. The pump had minor scratched display window, cracked case at display window.

Event description:
The customer reported via phone call of issues with low blood glucose levels and their insulin pump. The customer states their levels dropped and the customer's husband called the paramedics to respond. The customer's level at the time of paramedic response was unknown. The customer's most current level was 300mg/dl. The paramedics treated with sugar injection and IV bag. The customer mentioned scratch on the pump screen. Troubleshoot was conducted. The customer states they were sometimes unable to read the pump screen due to the scratch. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.